Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed no external damage. The event history log confirmed primary audible alarm bgnd test error occurred. Functional testing was unable to replicate the reported issue; there was no evidence of a hardware issue that could contribute to the reported alarm. No action/repair was required as no fault was found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported there was a system failure: bgnd test. There was unknown patient involvement.

Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.